Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that was only getting low reservoir alerts and afterwards it seemed the insulin pump stopped delivering. Customer was not changing the reservoir in time. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using injection and complete set change. Customer reported they have contacted their hospital care practitioner regarding the high blood glucose. Customer does not alleged insulin pump was under delivering. Customer stated the drive support cap appeared normal. Customer went through a bone density test. Customer stated that self test and displacement passed. The insulin pump will not be returned for analysis.